Event description:
Became chronically ill with pain around the breast implants and overall body pain, fatigue, autoimmune condition. I've scheduled an appt with a surgeon to explant. I will keep the implants and pathology for further examination. I've spent countless time and money on the support of my health. My breast implant date - 1999. FDA safety report ID# (B)(4).